Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and bupivacaine (concentrations and doses unknown by the reporter) via an implanted pump. The indication for pump use was spinal pain. On 11-may-2016 it was reported that the patient was sick for 3 weeks. He had bronchitis 3.5 weeks ago and had to cancel his refill date on (B)(6) 2016; he missed the pump refill. The patient thought that his pump ran out of drugs because he couldn¿t give himself a bolus, but during the call, the patient was able to successfully get a bolus with the ptm (personal therapy manager). The ptm showed a refill date of (B)(6) 2016 and now it was showing (B)(6) 2016. The refill date changed to (B)(6) 2016 after the patient gave himself the successful bolus during the call. The pump was not alarming. The patient stated that he had hearing problems and wore a hearing aid. The patient¿s physician was 60 miles away and he was looking for physicians that were closer. The patient did not have an appointment scheduled with his current doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.